Event description:
It was reported that after a dexcom g7 continuous glucose monitor (cgm) sensor change, the sensor failed to pair with the ilet due to an incorrect pairing code displayed on the pump that did not match the sensor, and the user was guided to edit the pairing code to the correct value with education to wait for warm-up completion. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, with a usage problem identified related to an improper procedure when pairing; no specific device component applied. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.